Event description:
It was reported that during an interventional stenting procedure in a highly calcified, first obtuse marginal coronary artery, the xience prime ll 2.75 x 33 mm was advanced to the lesion. The physician was unable to visualize the stent on the stent delivery system (sds), only the markers. The sds was removed from the patient anatomy without any resistance. Upon visualization of the device, it was noted that the stent was not on the sds but had dislodged and remained on the mandrel which was located on the catheterization room table. The procedure was completed with a 2.75 x 28 mm xience v rx there was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: prior to use, inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.